Event description:
It was reported that the patient's left knee was revised. The following were reported or observed intra-operatively: the threaded boss of the femoral component was broken (a 17x155 stem was mated to the femoral component). The femoral component and tibial baseplate were loose. There was metallosis in the joint. An mrh knee was converted to a triathlon hinge knee with a dall-miles cable. Rep confirmed that there were no allegations against the revised insert, rotating component, bushings, bumper, or axle. Rep can provide additional images and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown mrh stem was reported. The event was not confirmed. Method & results: -device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the patient was revised. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative and revision reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.